Event description:
It was reported that on the same day of implant there were asystole events that were believed not to be real due to the implant. There was also evidence of non-physiological noise collected with the episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the date. Programmer save to disk file (B)(4) shows undersensing with 5 episodes for asystole of various duration form 31 to 1 min and 16.9 seconds (B)(6) 2012.